Manufacturer narrative:
The device was received for evaluation.

Event description:
It was reported that during testing the tip of the small pointer broke off when it was removed from the tray. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing the tip of the small pointer broke off when it was removed from the tray. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been returned for evaluation at this time.